Event description:
Rn attempting to discontinue an IV catheter, the flexible tip of the IV catheter cleanly broke at the hub, leaving the plastic portion in the patient's vein. The arm was scanned and showed the catheter in the vein. A surgeon was called to remove the plastic portion from the vein. The surgeon made a c-type incision through the skin and was able to work the catheter out through the vein opening. Steri strips were applied and a dressing over the wound.